Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was repaired at the facility and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that oxytocin (pitocin) 30 units in500ml was started at 0609 at a programmed rate of 0.06 milliunits/hr (1 ml/hr). The patient complained of severe pain (location not specified). At 0650 it was noted that about 245ml of oxytocin had infused however the pump was reading 499.5 ml remained to be infused. The fhr (fetal heart rate) monitor noted bradycardia and the oxytocin was turned off. The patient received oxygen and an IV bolus of normal saline. The patient was given terbutaline 0.25mg. Contractions were noted every minute until the terbutaline was given. The fhr returned to normal limits within 2 to 3 minutes. The oxytocin was eventually stopped and the baby was delivered; the mother and baby were both discharged to home 2 days later. The facility biomed noted that the top hinge of the platen assembly was missing. Testing by the biomed confirmed that the unit delivered almost twice the amount programmed. The device was repaired at the facility.